Event description:
During an emergency situation, while managing the pt's airway, the bag on the medline adult anesthesia circuit on the ventilator separated from the white plastic connector. Had to obtain a bag from another circuit. Date of use: 2006 - 2007. Diagnosis or reason for use: for use with ventilator.